Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Add'l info has been requested; however, no add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
It was reported that an end-user developed a blister located "peri-wound" under the unk sized surgical dressing.

Manufacturer narrative:
Additional info was rec¿d on june 18, 2015 stating that the mfg site was changed to (B)(6). No add'l patient/event details have been provided to date. Should add'l info become available a follow-up report will be submitted.

Manufacturer narrative:
Additional info rec'd on february 11, 2015. A complaint query was generated using the following parameters: range of dates: (B)(6) 2013 to (B)(6) 2014. The results of the query identified a total of 59 complaints for this issue. Of these complaints 59 were identified as being associated with icc code/product ref number tbd. No corrective action exists for this complaint issue. The lot number was not provided for this complaint and a sample could not be returned. Therefore, a full investigation could not be performed. This complaint issue will continue to be monitored per the convatec complaint handling procedure. No add'l patient/event details have been provided to date. Should add'l info become available a follow-up report will be submitted.